Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacture report number: 1627487-2024-12382. It was reported that following recent weight loss, the patients ipg is flipping in the pocket. As a result, surgical intervention may be undertaken to address the issue.